Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV with possible rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV with possible rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "encapsulation, possible implant failure".